Manufacturer narrative:
Date of event: the infection occurred on an unspecified date in (B)(6) 2021. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by rosy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for two weeks for the event. It was reported the infection "cleared up". Action with pd therapy was not reported. No additional information is available.